Event description:
The tip broke off of the sonicision device inside the patient during use. Another device was then used and the same thing happened a second time, the tip broke off. The tips were removed from the patient.what was the original intended procedure?laproscopic roux-en-y.